Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was received through the clinical study on 06/02/2017 and provided the following details. At the (B)(6) 2017 visit, the iop had improved to baseline, and the patient was reported to be doing good since the last visit.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 05/16/2017.

Event description:
It was reported through a clinical study that a patient who underwent an uncomplicated cataract surgery and istent implant in the right eye presented on postoperative day seven with a mild intraocular pressure (iop) increase greater than 10 mm hg compared to the baseline iop. One month prior to the istent surgery, the patient¿s glaucoma medication (timolol) had been discontinued. Due to the iop increase postoperatively, the patient was restarted on timolol at the same preoperative dosage. Additional information has been requested.